Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a (B)(6) weight loss since the ipg was implanted. The patient reportedly hit the ipg against something externally, which caused a pinprick hole in the patient¿s skin, and the ipg was exposed. To address the issue, the physician explanted the ipg on (B)(6) 2020 and started the patient on antibiotics to prevent infection. The issue is considered resolved.